Event description:
It was reported that during an ipg replacement procedure there was a foreign body found in the patient unrelated to the scs system. As a result, during the procedure the foreign body was explanted. No infection was found in the cultures collected. Follow up indicated the patient was doing well post operatively.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.